Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the access port involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of recognition failure to be related to the customer reported complaint. The access port was found to have a recognition failure. The access port was placed on an in-house system then an in-house camera was installed. The system showed an error of "no port installed". Common cause of this failure is attributed to manufacturing. Additional observation not reported by site that is related to the primary failure was also identified: the access port was missing a magnet. This failure caused the recognition failure of the access port. Common cause of this failure is attributed to manufacturing. An event verification confirmed the prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted prostatectomy-radical without lymphadenectomy surgical procedure, the cannula did not recognize on the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) unable to view logs at the time of the call. The tse asked the customer to verify cannula arm was fully deployed, but cannula still would not recognize. The tse walked customer through hard power cycle of the patient side cart (psc) and tried to dock again, but cannula still would not recognize. The customer decided to re-drape system. The tse asked customer to try another cannula and walked customer through air docking new cannula. The system recognized new cannula while air docking. The customer then tried to dock to patient on original cannula and system still did not recognize original cannula. The tse recommend customer change out cannula in patient. The customer changed out cannula and successfully docked to patient and took control of instruments. The system was rebooted, and the sp arm drape was changed, still the issue persisted. The access port was replaced and the system was able to recognize it. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.